Manufacturer narrative:
(B)(4).

Event description:
Dexcom became aware that the user experienced a failure but did not receive the expected sensor failure alert on their g7 cgm application. Data was provided and an investigation was performed. The root cause was determined to be a coding issue. The g7 cgm application only detects that the session has ended, thus, it does not alert the user that the sensor has failed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.